Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The complainant states the use of company cartridge and other manufacture viscoelastic, which are not qualified to be used with the associated iol model. Iol returned in four (4) segments in iol case. Solution is dried on both surfaces of the optic and haptics. One haptic is broken/torn and adhered to the optic surface with solution, the other haptic is intact. The optic is torn/split-cut dividing the iol in three(3) and scratched/marked-rejectable. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of a non-qualified combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure the haptic broke off during implantation. The iol was exchanged with new iol. Additional information was received and reported that the incision was widening to 4mm including suture after implantation of the replacement lens. The procedure was completed with a new iol.